Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump continually alarms and the alarms cannot be cleared. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed a radio frequency error. Customer indicated that their son would call back at a later time. No further details given.